Event description:
The recipient reportedly experienced and infection (staph epidermidis). The recipient presented with pain and swelling at the implant site. The recipient was given augmentin, however, the issue did not resolve. On (B)(6) 2021, the recipient was taken to the or for incision and drainage. Cultures were (B)(6) for staph epidermis which is pansensitive to antibiotics. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. Reimplantation surgery is under consideration. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed that the electrode array was severed. Slices in the silicone were also observed on the top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the ultra device is no longer distributed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.